Event description:
Health care professional (hcp) contacted technical services to report and to obtain assistance regarding home pt's (hp) non-compliance with automated peritoneal dialysis therapy. Hcp reported home pt was diagnosed with peritonitis on 6/14/2000 due to hp not using aseptic technique. Hcp reports hp may have contaiminated himself while connecting the minicap to the transfer set. The hp was treated with vancomycin 2gm. Intraperitoneally. On 6/17/2000, the hp did not want to continue to be treated on an outpatient basis and was admitted to the hosp. No other info is available.